Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, the rf catheter was inserted into the sheath and the valve of the sheath appeared to be "dislodged". Pvac catheter appeared to run without resistance through the hemostatic valve. The case continued. The device was discarded by customer. There was no patient side effects or adverse event reported. No additional information is available.

Manufacturer narrative:
The following sections were updated in follow-up. B4,g4,g7,h2,h6,h10. The device used in treatment, the device was discarded by customer and not returned for analysis, therefore, the clinical observation could not be confirmed.the device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per qa procedure adelante breezeway dilator in-process and final inspection: visual inspection: with the naked eye, verify the shape and form of hub area. Verify that the hub is free of damages at the seal, bonded seal cap, hub, stopcock and sideport tubing. Leak testing is performed on 100% of the sheaths by qa procedure. Per IFU: any device/component inserted through the hemostatic valve of the sheath should be wetted and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity.the event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.